Manufacturer narrative:
Visual investigation showed no obvious 3rd party repairs on the devices and that both devices failed at the link 14000l. The failure is across the thinner portion of the link on a diagonal from the corner. The failure appears to be shear failure across the face of the link. The links on each device were measured with the micro-vu: sol161 calibration due 11/2020, and as much as could be measured, the links both meet acceptance criteria. A review of DHR 10029-01 and 36259-335670 revealed no non-conformances. Work orders for links 14000l: 34956-324618 completed 8/10/2018, 36139-334840 completed 7/25/2018 and 34954-324614 completed 3/22/2018 show no deviations or non-conformances and all show heat treatments of links was completed and the material certification for 14044b confirms it is 17/4 ss as specified. This failure in the link has not been seen before. An engineering notebook study was conducted 10/08/2020 on the failure strength and modes for this device or equivalent. The testing showed that all assemblies meet acceptance criteria and exceed the clinically relevant forces with the defined safety factor of 1.6. We are unable to replicate failure at the link. Failure of these devices on all tested samples failed at rod rivet, jaw rivet hole or actuating rod hole. As the links meet acceptance criteria, the material certification and heat treat is confirmed, and comparable devices, when tested, meet the minimum strength required for clinical procedures, we are unable to replicate this failure mode. It is likely the device failed due to excessive force or misuse. We are not certain which device failed during the procedure.

Event description:
Per customer: the grasper jaws locked in the angle position while inside a patient. Had to remove the grasper and trocar as one. Grasper nicked the patient's tissue and caused bleeding. Cautery was used to stop bleeding. Patient was nicked with only one of the graspers, but two were returned to endoplus. Customer doesn't know which device was involved in the adverse event.